Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) no anomalies were found.

Event description:
It was reported the patient had infective endocarditis. The device and leads were removed and not replaced no further patient complications were reported as a result of this event.